Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged blank display found on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. The insulin pump passed the displacement test and self test. All buttons function properly. Successfully downloaded history files and traces using thus software. Insulin pump was cut open to perform visual inspection and found moisture damage to the keypad flex cable and electronic assembly pcba1. The j1 connector on pcba 1 was locked properly during visual inspection. However, stuck button alarm (61) found in the history files on (B)(6) 2021: 11:09:55:000. Insulin pump passed the keypad voltage test. The following were noted during visual inspection: scratched case. Stuck button alarm not confirmed. However, found moisture damage to the keypad flex cable and electronic assembly pcba1.

Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button error. Customer stated that the insulin pump fell off and hit cabinet. Customer stated that they did not press a button down for 3 minutes or longer. Customer stated that they were able to clear the alarm. Insulin pump did pass self test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.